Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and a health care provider regarding the patient. It was reported that the patient¿s implantable neurostimulator was replacement on (B)(6) 2018. All electrode impedances were within normal limits after the lead was connected to the new implantable neurostimulator, so no leads were replaced or added. At post-operation follow-up, the stimulator was working fine, and the patient was having effective pain relief. There was no patient injury and the patient recovered without sequela. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found that the ins battery was overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type ii. It was reported that the patient had a routine follow-up appointment with their managing pain physician on (B)(6) 2017. The patient was unable to charge the implantable neurostimulator at that time. The patient had a thyroidectomy in 2015, and one year prior to the report in (B)(6) 2016, the patient had a full body radiation scan/treatment as carcinoma cancer was found in lymph nodes. (Patient has thyroid cancer.) After that scan, the patient had to recharge the implantable neurostimulator 2-3 times per week. Before the 2016 scan, the patient had only been recharging 1 time per month as he uses very low voltage at less than 1 amp. The patient had a second full body radiation scan on (B)(6) 2017, and after the scan the implantable neurostimulator went into overdischarge, and the patient was unable to turn stimulation on or recharge. The recharger screen indicated that it was unable to find the implantable neurostimulator and to turn the antenna dial. An antenna locate feature was performed ten times on (B)(6) 2017, and then they were able to initiate recharging. This prompted a power on reset message. The patient was sent home to charge, and the patient noticed that every morning, her implantable neurostimulator was empty. The patient recharged to 75% full on the evening of (B)(6) 2017, and at 5:30am on (B)(6) 2017, it was empty, so the patient recharged to 75% and met the manufacturer representative at 8:45am. The implantable neurostimulator was empty at that time. They were able to recharge to 25% while with the manufacturer representative, and the implantable neurostimulator was interrogated and the power on reset 0x3608 code was cleared. The patient has one octad lead, and the impedance check with 0 as the reference showed that all impedances were within normal limits. When stimulation was turned on, paresthesia was covering the patient¿s pain areas. It was reviewed that the radiation treatments mostly likely damaged the implantable neurostimulator, and the patient was going to discuss with their health care provider whether or not to schedule a replacement once the radiation treatments are complete. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2017. It was reported that the patient recharged to full, used the implantable neurostimulator at 0.55 volts for approximately 30 minutes, realized that they weren't feeling tingle and then checked the battery charge which was empty. The patient has discontinued using it. There were no further complications reported.